Manufacturer narrative:
Product ID: 3387-40, lot# v003964, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v003964, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Information was received from the patient that reported the implantable neurostimulator (ins) didn't last as long as they were told they would. The patient was implanted for parkinson's dual. Further follow-up is being conducted to determine what symptoms, if any, did the patient experience, what troubleshooting occurred, and if the cause of the longevity issue was determined. If additional information is received, a follow-up report will be submitted.